Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline being difficult to connect to the patient¿s backup system controller, serial number (B)(6), was not confirmed. The provided log file from the backup controller contained data spanning approximately 1 day ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). This controller observed to have been connected to power on (B)(6) 2023. The driveline was connected to the backup controller approximately 11 minutes after initially connecting to power, and the pump ramped up to speeds above the low speed limit while connected to the driveline throughout the remainder of the data. The returned system controller was functionally tested and was found to perform as intended throughout all testing. The system controller¿s driveline connector was inspected and appeared unremarkable, and a driveline was disconnected and reconnected to the controller multiple times with no atypical observations or resistance. Per additional information, no irregularities regarding the patient¿s driveline and its connectors were reported, and a reason as to why the patient was unable to connect to their backup controller was unable to be conclusively determined through this analysis. The root cause of the reported event was unable to be conclusively determined. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G, section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an alarm during the night and decided to exchange their controller. It was not possible for the patient to reconnect on the new controller. The patient passed away. Pump MFR # 2916596-2023-07021. Controller (unknown alarm) MFR # 2916596-2023-07022. Modular cable MFR # 2916596-2023-07024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.